Manufacturer narrative:
B3 date of event: the exact event date is unknown. Investigation summary: based on product analysis, the device functioned as designed. The reported device malfunctioned was not confirmed through product analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: product analysis showed functionality of the device was as designed. A product malfunction could not be confirmed as the most probable cause of the reported events through product analysis. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation due to the device condition, and successful functional testing.

Event description:
It was reported that artificial urinary sphincter (aus) worked for 8 to 9 months and then stopped working. Therefore, a revision surgery was performed and a hole was identified at the top of the balloon, causing fluid loss. The balloon was removed and replaced. There were no patient complications in relation to this event.

Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that artificial urinary sphincter (aus) worked for 8 to 9 months and then stopped working. Therefore, a revision surgery was performed and a hole was identified at the top of the balloon, causing flood loss. The balloon was removed and replaced. There were no patient complications in relation to this event.